Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips healthcare that when the heartstart mrx displayed a service required message with no related symptom. There was no patient involvement.